Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No additional info is available at this time. The events of induration, edema, pain, inflammation and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of this event.

Event description:
Healthcare professional reported approx nine weeks after injection with juvederm voluma with lidocaine in the "oval of the face, chin, rings on cheek, [and] middle third of the face, as well as injection of juvederm volift with lidocaine in the nasolabial folds and juvederm volbella with lidocaine in an unspecified location, pt experienced an episode of food poisoning with associated "severe vomiting." As the pt was recovering from said episode, they developed lymphadenopathy and inflammation consisting of edema, pain, and induration at the sites injected. Pt was treated with solupred and clarithromycin; symptoms resolved approx three months after injection.